Manufacturer narrative:
At the time of the event, covidien instructed the user facility that the device must be removed and tested to ensure the device was operating according to manufacturing specification. The device is currently sequestered in the user facility biomedical engineering department. An internal inspection of the device by the rt revealed that the alarm had been turned off. An internal review of the event was conducted and retraining of the staff was performed. (B)(4).

Event description:
A report was received from the USA stated that the attending clinician found that ventilator, while in pressure controlled ventilation mode (pcv), began showing no exhaled volume and there was no alarm. Additional information from the respiratory therapist (rt) indicated that the patient required manual ventilation. The patient's fraction inspired o2 (fio2) decreased but quickly recovered when the patient was placed on another ventilator. There was no harm or injury to the patient. An internal incident was filed; however, though requested, has not been made available.